Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited failure to capture and low sensing. Fluoroscopy revealed that the ra lead had dislodged. The ra lead was explanted and replaced. The patient was in stable condition.